Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result for a single patient sample (patient result = 0.159 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician, however the user questioned the result after obtaining tropi es < url results for a serial sample. A corrected report was issued based on repeat testing (repeat patient result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1315045 / ivd 235278.

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to optimize the instrument. However, it was not confirmed that any service actions performed were related to the event. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer or tropi es reagent had malfunctioned.